Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that a 110a "proximal pressure sensor autozero failed" error occurred. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The remote service engineer (rse) performed troubleshooting with customer and informed the customer of the manufacturer's recommended repair steps per the service manual. The rse provided the customer with the part numbers of the replacement data acquisition pcba and solenoids for repair, and the customer placed an order for the replacement parts.

Manufacturer narrative:
After replacing the data acquisition (da) printed circuit board assembly (pcba) and solenoids 3 and 4, the biomedical engineer (bme) ran the device for a while and found that the device alarmed for a 110b proximal pressure sensor autozero failure. The bme contacted technical support again, and the remote service engineer advised the bme to verify the pin alignment between the solenoids and da pcba. The bme made sure that the pin alignment was good. The investigation is ongoing.

Manufacturer narrative:
Per a good faith effort (gfe) response received, the biomedical engineer (bme) stated that the device was ultimately repaired by replacing the solenoids and data acquisition printed circuit board assembly. The device passed the required performance verification tests per philips standard and was returned to service.